Event description:
A surgeon reported a pt who underwent surgical correction for left subtalar joint arthroses due to osteoarthritis; a subtalar fusion was performed on 27 march 1998 using the material as an interpositional graft. Approximately one week later, the pt developed a raised red rash on the trunk and extremites. On 9 april 1998, there was slight serosanguinous discharge at both incisions and no signs or symptoms of infection. On 13 april 1998, there was no pain and the drainage was decreased without infection. On 28 april 1998, the drainage was decreased and no infection noted. On 14 may 1998, wound dehiscence, increased trabeculation, granules of material extruding through the dehiscence, and a lump under the skin were noted. On 2 june 1998 there was discharge with subcutaneous implant material laterally and an ulcer at the incision. The red raised, "itchy" rash on the chest, back, knees, and elbows had worsened. An internist prescribed claritin and was unsure if the rash was related to the implant, or possibly to a perioperative antibiotic. On 12 june 1998, the surgeon performed surgical debridement with excision of a portion of the implant material. Some of the material was consolidated within the joint itself, and physician chose to leave it in place. On 16 june 1998, the pt reported by telephone that she was doing well. On 26 june 1998, the surgeon believed the symptoms at the implantation site were probably hypersensitivity related.